Event description:
It is reported that during a shoulder surgery 40mm hg dynamic mode, the shoulder swelled and the water spouted. The surgeon alleged that it was more than 40mm. After a few minutes it regulated itself.

Manufacturer narrative:
The product was returned and the failure mode was not confirmed. Visual inspection : the pump was received with the warranty seal unbroken. The pump was also inspected for physical damage, none was seen. The pump was then opened to check for any for burnt/damaged components on all pcbas, none were seen. Functional inspection : the critical error log was also reviewed and there were no errors experienced by the customer. An inflow/outflow cassette tube set was inserted into the pump and connected with a crossfire console using a firewire cable. The crossfire had a footswitch, shaver, and rf probe connected. The crossflow tube sets were connected to a water source and joint test fixture that included a pressure sensor transducer. The unit was then run with a set pressure of 50mm hg, 80mm hg and 120mm hg with suction percentages of 30%, 20% and 10% respectively per pressure setting. For each pressure setting, pressure was applied to the joint test fixture membrane and a shaver and rf probe were activated. The testing confirmed that the pump was able to recover and then maintain the set pressures within +/- 15mm hg during membrane depressions and handpiece activations. No issues observed during testing. Manual pressure check was also performed and passed. The customer complaint was not duplicated, no problem found. The probable root cause for the reported failure involving this device could be due to user error; inflow cassette reinserted into the pump with the pressure membrane bubbled out. A bubbled out pressure membrane can cause incorrect pressure readings by the pump. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It is reported that during a shoulder surgery 40mm hg dynamic mode, the shoulder swelled and the water spouted. The surgeon alleged that it was more than 40mm. After a few minutes it regulated itself.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.